Event description:
The surgeon was attempting to insert the catheter and stated, "the catheter keeps coming apart." Surgeon stated the catheter separated prematurely. The surgeon attempted to re-insert the catheter multiple times prior to removing the device from service. A new catheter with a different lot number was obtained to complete the procedure. There was no harm to the patient.